Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: implanted give date was updated from (B)(6) 2023 to unknown. The following sections are being reported: b4: date of this report was updated. D6a. If implanted give date was removed g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional information received at the time of this report.

Event description:
It was reported that the patient went to emergency due to infection at implant tooth site #7, with abscess and puss coming from the area. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.